Event description:
It was reported that (1) device was used during a cholecystectomy. It was reported by the affiliate that the er320 instrument jaws broke and (2) clips fell inside the pt's abdomen. Another instrument was used to complete the case. There was no consequence to the pt.